Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address malrotation and loosening of the tibial component at the cement to implant interface, cement manufacturer is unknown. Doi: unknown: dor: (B)(6) 2018: right knee. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Concomitant med products: attune fb tib base sz 7 cem tibial tray component; attune ps fem rt sz 8 cem femur component; unknown knee tibial insert component; unknown knee patella component; smartset mv endurance 80g bone cement; smartset mv 40g - eo bone cement initial reporter occupation: non-healthcare professional ¿ attorney.

Manufacturer narrative:
Product complaint # (B)(4). H6 patient code: no code available (3191) used to capture the surgical intervention and medical device removal depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6. These information has been reported in mwr-08112019-0000586356 with an MFR number 1818910-2019-107641. MFR number 1818910-2019-107641 has been retracted due to a duplicate of this MFR number 1818910-2018-53258. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.